Manufacturer narrative:
(H3) pending evaluation.

Event description:
It was reported that this patient's knee was revised. Poly was swapped out of a larger one (psc 4, 15mm). Patient contacted surgeon reporting instability, so the poly was swapped out. The poly previously in patient was on the recall list. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the reported revision due to instability cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Subluxation and dislocation are known risks, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.